Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device following a head trauma. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was reimplanted with a another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 23, 2021.